Manufacturer narrative:
D4: lot #: the customer reported lot number 290622 for the cassette, which is not recognized by baxter. D4: the lot number is unknown, therefore, only a primary di number could be provided. G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of automated peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak identified during use of a homechoice cassette. Renal therapy services assisted the care giver (cg) with clearing the alarm, removing the supplies and disconnecting the patient. Proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. A visual inspection with the naked eye noted a damage to the y junction to the two supply lines. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the y junction to the supply lines. The reported condition was verified. The cause of the condition was determined to be a molding defect during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.